Manufacturer narrative:
This MDR is a result of the investigation finding: a device history record review was completed for provided material number: 38182314 and lot number: 3296613. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the catheter appeared used but did not show any appearance of kink/bend. Sometimes a catheter may appear bent during use if the needle pierces through the catheter. A microscopic analysis was performed, and a cut on the catheter tubing resembling a needle spear through was discovered. It is possible that this incident resulted during the use of the product. When the 360-degree rotation is performed, the catheter may have been pushed forward, causing the catheter to become transfixed by the needle during puncture. If the catheter was transfixed by the needle due to a manufacturing related defect, it would not be possible to use the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte autoguard needle bends. The following information was provided by the initial reporter, translated from portuguese to english: a defect was observed in abocath 22 during peripheral venipuncture, the tip of the catheter bent during the puncture, causing loss of access. Please provide the batch number? A: I didn't write down the batch number, but the packaging was sent with the material, I apologize. How many products were affected? Please confirm the quantity. A:01 has there been any damage to patients/health professionals? A: the access was lost and the patient had to be venipunctured again. Are there any patients involved, please confirm? It was necessary to perform a new venipuncture on the patient.